Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: event date: on (B)(6) 2016. D7: explant date: on (B)(6) 2016. It was reported by the patient that the surgeon cut a nerve on the interior of the knee while removing implants. There are no allegations against the devices in relation to this event. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Surgical procedures have a know inherit risk associated with potential for nerve injury. Depending on the severity of nerve damage, patient can experience a wide range of signs and symptoms. Nerve injury or disease can cause symptoms of pain, burning, dysesthesias, and either partial or complete loss of sensory and motor function. Paralysis is a condition related to nerve damage. There are many other causes that can also cause paralysis in addition to accidental cutting of a nerve such as, stroke, trauma with nerve injury, poliomyelitis, cerebral palsy, peripheral neuropathy, parkinson's disease, als, botulism, spina bifida, multiple sclerosis, and guillain¿barré syndrome. Paralysis is the loss of muscle function in part of your body. Paralysis can be complete or partial. It can occur on one or both sides of your body. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: event date - (B)(6) 2016, 183046 - femoral component - 661180, 141271 - tibial tray - 889640, 141369 - stem - 568190. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04056, 0001825034-2020-04059, 0001825034-2020-04060.

Event description:
It was reported that patient underwent total knee arthroplasty. Approximately 10 months post implantation, the patient underwent a revision procedure where all devices were removed and patient was without hardware for approximately one year to clear infection. During the removal of implants, the patient alleges the surgeon cut a nerve on the interior of her knee and she is now paralyzed from the knee down to her toes and has crps. Attempts have been made and no further information has been provided.